Event description:
The following has been reported: nurse reported: "IV pump was running platelets and beeped stating there was an upstream occlusion. Rn made sure there were no clamps or kinks above the pump and noticed the platelet drip chamber was collapsed slightly inward. Platelets were down into the drip chamber. Rn programed pump to flush with IV fluids." Injury/adverse reaction: no. Active infusion stoppage: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. An upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. Small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). Spike was not inserted correctly into the solution bag. If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. However, no sample was available for evaluation. Therefore, the reported failure could not be replicated and exact root cause could not be provided. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch review could not be performed as the affected batch was not provided.